Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the theatre. When the catheter was being flushed just prior to dialysis being commended, they realized that the blue hub was leaking and the pigtails needed to be replaced. A repair kit was used successfully and dialysis occurred the next day. There was no reported harm to the pt due to this one day delay. There were no reported injuries or complications and no pt death. The product had been inserted on (B)(4), 2011.